Event description:
The manufacturer received information alleging a ventilator shut off while in use and a "ventilator inoperative" error code was displayed. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation that a ventilator inoperative condition occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor was replaced to address the issue.